Event description:
New information received notes that the patient had open part of the original incision which had yellow discharge. There was pain upon palpation and it was red around the wound. It was suspected that the infection did go down into the pocket. Physician does not believe that the infection is related to the device. Patient was stable before, during, and after procedure. Patient went home with a life vest.

Event description:
It was reported that the device and leads were removed due to a pocket infection.

Manufacturer narrative:
(B)(6) 2017.

Event description:
New information received notes that the infection was due to non-compliance with antibiotics and poor patient hygiene. The event was resolved without sequelae.

Manufacturer narrative:
Analysis was normal. No anomalies were found.